Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00374, 3004608878-2020-00373, and 3004608878-2020-00372.

Event description:
This is 4 of 4 reports. A customer reported that the lever of the a2101 mayfield ultra base unit won't go into the base unit. There was no known patient involvement or delay in surgery.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The device history record (DHR) documentation showed no abnormalities related to the reported failure. The device passed all required dimension check and inspection points with no associated mrr¿s, variances or rework. The reported complaint was confirmed from the evaluation. The handle was closed without the 6in transitional being inserted. The evaluation showed that the unit received with the base handle was closed without 6in transitional installed and deformed hole. Unit received without the 6in transitional member. Shock cushion and 1/4" pin is worn. Adjustment wrench is missing. The observed condition is likely caused by wear and tear / improperly handling of the device and the definite root cause cannot be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.